Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump was stuck on set up mode and then had a blank display. The blood glucose reading was 4.5 mmol/l. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of damage. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were not corroded or damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.